Manufacturer narrative:
The lariat snare subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a polypectomy, the lariat snare "cut more forcefully" and sparks were observed. User facility personnel elected to continue the procedure with the snare, and the procedure was completed successfully. No report of injury.